Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the hardware by the axle has came loose and it keeps locking the motor up.